Event description:
On (B)(6) 2015,customer felt sick and threw up. Customer was brought to the hospital for nausea caused by chemotherapy. The same day, customer was brought to the intensive care unit because of ketoacidosis. She was connected to an insulin perfusor. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.